Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr on 01/30/2008. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of malposition is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Healthcare professional reported left side "implant malposition." Healthcare professional additionally reported left side "breast cancer"; this event is not device related. Device was explanted.